Event description:
Koru medical became aware of mw5164195 received through the FDA medwatch program stating "patient reported that their freedom60 pump is not winding and the black plunger is stuck at top. Patient reported the pump shot syringe out. Unknown if patient has missed dose. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective device on hand. All known information is contained on this form. Pharmacy is replacing pump. Pump serial number was not reported. Indications: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin g [igg] subclasses; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver." No adverse events were reported to have occurred as a result of this event. A good faith effort was sent to the initial reporter on 24-jan-2025 for additional information. A response was received providing patient information and stated the reporter did not provide the serial number of the pump involved, therefore it is unknown. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.